Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) due to syncope. This patient was not pacemaker dependent. Rhythmiq events were observed that were stored same day. Technical services (ts) noted there may be intermittent atrial pace events without capture and the right atrial automatic thresholds had not been successful in getting thresholds recently. Ts noted this patient has premature ventricular contractions (pvc). This pacemaker remains in service. No adverse patient effects were reported.